Event description:
It is reported that the device was implanted in 2004. The device dislocated and revision was required. Explant date is unk.

Manufacturer narrative:
Evaluation summary: probable cause is unk. Device and x-rays were not returned for review. No catalog number or lot number was provided; therefore, manufacturing records could not be reviewed.